Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: unknown. No patient involved. Onsite functional and visual examination was performed by a manufacturer representative. The mvs din rail was replaced and the issue was resolved. The system passed a system checkout and also performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the mobile viewing station is getting no power and the uninterruptible power supply(ups) continuously beeps, even when connected to wall power. No patient present.